Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with left ventricular (lv) lead experienced diaphragmatic stimulation after device was upgraded. The lead was initially turned off since the physician was unable to program around the stimulation. The lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.